Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint (B)(4). Investigation summary : examination and function testing of the returned device confirmed the reported event. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: examination and function testing of the returned device confirmed the reported event. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. The complaint sample consisted of (1) 217863134 - rev fem/tib/sleeve clamp, lot number: tbrcp. Examination and functional testing of the returned device confirmed the wrench was not functioning properly appeared to be occasionally sticking/jamming. The tip of the plunger component exhibits minor deformation. Depuy knee marketing posted an article on acessdepuy to address issues in the field related to use of the 217863134 rev fem/tib/sleeve clamp. The article states that excessive forces placed on the clamp during efforts to secure the adapter can contribute to the instrument damage and becoming non-functional. In addition, the article suggests proper lubrication may contribute to keeping the clamp functioning properly. The root cause is user technique of excessive torque applied while tightening the stem during usage. Based on the investigation determination of user technique of excessive torqueing as the primary root cause, the need for corrective action is not indicated. Complaint trends will be monitored by post market surveillance through (B)(4) depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.

Event description:
It was reported that during the knee revision, it was noted that the femoral/tibial wrench was becoming difficult to use. Appears to have some excessive wear. Did not extend surgical time or case any issues. No surgical delay. It was further clarified that the instrument did not break into pieces. The mechanism by which it works has become too worn to use in its intended fashion. During in-house engineering evaluation, it was determined that the examination and functional testing of the returned device confirmed the wrench was not functioning properly appeared to be occasionally sticking/jamming. The tip of the plunger component exhibits minor deformation.